Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the diffusely diseased posterior lateral branch of the right coronary artery (rca). The lesion was predilated with a 1.5x15mm non-bsc balloon. Next the 12x2.25mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. The device was removed and it was noted that a stent strut was flared. The procedure was completed with a 2.5x12mm non-bsc stent. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the diffusely diseased posterior lateral branch of the right coronary artery (rca). The lesion was predilated with a 1.5x15mm non-bsc balloon. Next the 12x2.25mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. The device was removed and it was noted that a stent strut was flared. The procedure was completed with a 2.5x12mm non-bsc stent. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the returned complaint device revealed stent damage. At row 6, in the middle of the stent, one strut was extending back at 90 degrees. The undamaged portion of the returned stent meets the applicable specification for outer diameter. No other damage was noted to the remainder of the device. There was contrast visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).